Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at time of incident. The customer was not able to rewind and pump error occurred. Troubleshooting was performed. The insulin pump will not be returned be for the analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarms and exposed to magnetic field or MRI complaint due to pump error 38 alarms.